Event description:
Customer treated a pt with detachable mikro mlc (brainlab m3). After treatment, the customer noticed that the machine mlc (varian mmlc 80) was still closed. The customer reports that when the brainlab mlc is attached to the clinac with the varian mlc closed, the treatment can be moded up with no interlocks.

Manufacturer narrative:
A varian medical professional has reviewed the reported misadministration and has determined that the info provided does not reasonably suggest that the device in question has or may have caused or contributed to a death or serious injury. Justification/ or comments: patient being treated for palliation for brain metastasis with 7gy per fraction to total of 2800cgy. On one fraction, the dose was delivered with clinac mlc in the closed position. No dose was actually delivered to this area and an additional fraction was added at the end, so the pt received the planned dose. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.